Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: brand name: updated from unknown to tecnis synergy with optiblue. Model number: updated from unknown to zfr00v. Catalog number: updated from unknown to zfr00vu195. Expiration date: updated from unknown to 27-mar-2024. Serial number: updated from unknown to (B)(4). UDI number: updated from unknown to (B)(4). Manufacture date: updated from unknown to 27-mar-2019. Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted in the patient's eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that three (03) additional investigation request (ir) for this production order number has been received. These complaints are part of clinical study. Furthermore, no product evaluation was performed for these complaints (lenses remain implanted), and therefore the complaint issues could not be confirmed, and no product deficiency could be identified. No escalations are required. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 2648035-2019-01353. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
The product serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported clinical study intraocular lens (iol) unknown model was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. At one (01) month, patient reported complaints of severe halos, night glare, and starbursts causing extreme difficulty driving at night. Patient was prescribed brimonidine, pupil modulating eye drops, to use thirty (30) minutes prior to night driving. Oculus uterque (both eyes) best corrected distance visual acuity (bcdva) was reported as 20/20. No additional information was provided to johnson & johnson surgical vision. The patient has bilateral lens implants. This report captures the iol implanted in the patient's ocular sinister (left eye). A separate report will be filed for the patient's ocular dexter (right eye).

Manufacturer narrative:
Additional information was received reporting at six month visit, subject complained of moderately bothered by halos, starbursts, sensitivity to light, and glare. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.